Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield failure. This was discovered before use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure during needle retraction.

Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly. To address this issue we have repaired the damaged equipment, and retrained our inspection teams to increase awareness of this defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had a safety shield failure. This was discovered before use. The following information was provided by the initial reporter: it's noticed that safety shield activation failure during needle retraction.